Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. On (B)(6) 2020, a follow-up transesophageal echocardiogram (tee) showed a thrombus structure on the membrane of the device. The patient was switched from aspirin and clopidogrel to falithrom for six weeks. On (B)(6) 2021, the patient came to the clinic because of an acute bleeding. The tee showed an increase in the thrombus structure (two-part, like rabbit ears). The anticoagulation was switched to aspirin and clexane. The patient will be followed-up. The patient was reported to have taken her anticoagulation regularly.